Event description:
It was reported that the device lasted 2.5 years and did not meet the expected longevity. The device was explanted and was replaced. It was also reported that the left ventricular (lv) lead measured high thresholds and low impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk implantable cardioverter defibrillator 2011-(B)(6), 694758 implantable tachy lead 2002-(B)(6). (B)(4).